Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and reported there was no anomalies. The pil technician installed the system da pcba into a pil v60 standard test bed (stb) for testing. Functional analysis was performed and identified that the device pressure accuracy testing passed. The pil technician could not duplicate proximal pressure failure from the service. The suspect da pcba operates on the stb without issue or error code 110 a. The suspect da pcba passed pressure accuracy testing as noted in the current revision of service manual.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint reporting a proximal pressure sensor auto-zero failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) confirmed error code 110a (check vent: proximal pressure sensor auto-zero failed) in the diagnostic event log during a periodic maintenance (pm) evaluation. The pse replaced the data acquisition printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.